Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 10 months. Device evaluation: approximately 20 inches of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. The driveline was almost completely covered in rescue tape and a clamshell was noted from a previous repair. Additionally, the driveline was severely kinked approximately 16 inches from the metal connector. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the layers of rescue tape, the silicone jacket was not present 4 inches through 11 inches from the metal connector and damage to the silicone jacket was noted 15, 16 and 17 inches from the metal connector. The clear bionate layer was twisted in many areas throughout the driveline. Upon removal of the bionate layer, many areas of shield breakdown were observed. Additionally, kinking of the wires was observed 0.5 inches through 6 inches and 14 inches through 19 inches from the metal connector. A breach in the red wire was observed 3 inches from the metal connector, exposing the inner conductors. The remaining wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test revealed an additional breach in the black wire 6 inches from the metal connector. The disruptions of both the red and black wires appeared to be the result of mechanical damage, due to the observed kinking and twisting. If the exposed conductors of the red or black wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the pump stoppage captured in the submitted log file. The system also had the potential for a phase-to-phase short, during which an interruption in pump function could occur if the exposed conductors of the two compromised wires made simultaneous contact with the braided shield while operating on tethered power or on battery power. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that on (B)(6) 2017 the patient experienced two brief episodes of the pump vibrating inside their chest accompanied by visual alarms on their system controller while connected to the power module. There was no reported adverse patient impact. The patient was instructed by the vad coordinator to remain on batteries until (B)(6) 2017, when they were scheduled to return to the lvad clinic for full device interrogation and x-rays of the percutaneous lead (driveline). The customer suspected a short to shield issue. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage while the lvad system was connected with one lead to the power module and the other lead to the battery. This behavior was indicative of a short to shield condition. Internal x-ray views of the driveline were unremarkable; however, the external images showed twists in the driveline in several locations. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed and the maximum external length of driveline was replaced. No further issues were reported.